Manufacturer narrative:
Please retract this report 2017865-2013-04852. The same issue was reported as 2017865-2013-04736.

Event description:
It was reported that the right ventricular lead exhibited noise. A chest x-ray was performed and a 90 degree bend was visible on the lead. The patient's underlying rhythm was 30 bpm. The lead was capped and replaced.